Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because of a fracture. An endotak transvenous lead (0056) was implanted as a replacement.